Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently won't power on when pressing the on button. The green power button led and battery charge led lights up but the display stays blank. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported issue.